Event description:
While inserting an IV (intravenous catheter) into a patient in the or (operating room) and after I advanced the catheter into the vein and tried to remove the needle, the needle met some resistance coming out and the safety tip actually snapped off the needle and remained in the catheter. The needle portion was removed, but the safety tip snapped off the end of the needle and remained in the catheter. We let some blood flow through the catheter, and it pushed the safety tip out and we were able to grab it with a surgical instrument. The safety tip that was removed was intact and there was nothing left behind in the catheter or in the patient.